Manufacturer narrative:
The investigation determined that non reproducible falsely elevated trop I es results occurred from multiple patient samples processed on the vitros eciq immunodiagnostic system. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer made repairs to several sub-systems including the reagent metering and well wash subsystems. Following these actions, acceptable vitros trop I es performance was observed. The root cause of the event is unknown. The possibility that poor sample processing or an analyzer related event had contributed to the results could not be ruled out.

Event description:
The customer obtained a non reproducible higher than expected vitros trop I es results from multiple samples when processed on the vitros eci q immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were reported out of the laboratory however corrected reports have been issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).